Event description:
It was reported that after advancement of an embolization coil into an anterior communicating aneurysm, the coil did not detach when intended. The physician made multiple detachment attempts, and ultimately twisted/torqued the delivery pusher to detach the embolization coil. During this manipulation, the physician observed that the coil detached in the intended aneurysm location. However, vessel spasm and thrombus formation at the aneurysm neck was observed. As a result, the physician intervened by administering anti-platelet and anti-spasmodic medications. There was no patient harm reported.

Manufacturer narrative:
Sample analysis: no evaluation has been performed on the complaint sample to date. An evaluation will be performed upon receiving the complaint sample. The root cause can not be determined at this time.